Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-02066 & 3010536692-2016-02067.

Event description:
Failed femoral component of guardian proximal tibia replacement.